Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation and a bad cough. Patient states that she had to "stop using the device". The device is also giving strange odor. There is no allegation of serious or permanent harm or injury. The device was evaluated and software was upgraded, error log was cleaned. No device problem was found. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
During evaluation of the device, the blower hours were 3023, therapy hours were 3008.6. Set pressure: max = 15.0, min = 5.0. No errors were found.

Manufacturer narrative:
The manufacturer previously reported the (device) problem code grid with incomplete coding which is corrected in the current report.